Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic video assisted thoracoscopic surgery wedge resection lobectomy, the patient had small right apical pneumothorax. Chest x-ray was performed and found that the pneumothorax enlarged up to 30/40%. Pneumothorax treated with a chest tube. This resulted to tissue damage and extended patient hospitalization for 5 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.